Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a lead warning was noted and the lead impedance has been gradually increasing. Unipolar impedance is greater than bipolar impedance. The status of the lead is unknown. No patient complications have been reported as a result of this event.